Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of scope cover packing water tightness was lost, due to a crack on flexibility adjustment ring water tightness was lost, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, color ring had a crack, switch1 had a cut, due to a cut on heat shrinking tube of forceps elevator lever expected insulation capacity could not be obtained, plug unit was damaged, scope cover unit had corrosion due to water leakage, label on suction connector was damaged, due to burn on probe cover insulation resistance value at distal end did not meet the standard value, image guide protector was damaged, distal end had corrosion, probe cover had a crack, objective lens had a crack, light guide lens had a crack, connecting tube had a buckling, and universal cord had a wrinkle. The customer reported that the device was reprocessed in accordance with the instructions for use (IFU) before it was returned to olympus, the specific steps taken were not provided. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the lens, distal end, and insertion tube were defective while using the evis exera ii colonovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that the forceps channel port and light guide lens had foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the events, ¿foreign material adhered to the biopsy channel port¿ and ¿foreign material adhered to the lg lens¿ were confirmed. It could not be specified what the foreign material were nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover and flexibility adjustment ring. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.